Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a blazer ii xp was used in a ablation procedure. After approximately ten radiofrequency firings, charring appeared several times at the end of the catheter. The catheter was removed and cleaned with a wet compress. No clinical complications were reported.

Manufacturer narrative:
Analysis of returned product revealed residues of dried blood (clotting / charring) in the distal tip of the catheter, however, unit passes functional, electrical and continuity tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a blazer ii xp was used in a ablation procedure. After approximately ten radiofrequency firings, charring appeared several times at the end of the catheter. The catheter was removed and cleaned with a wet compress. No clinical complications were reported.